Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A receiver download was performed and no data was provided for evaluation. A functional test was performed and passed relevant testing. The receiver case was opened, an internal visual inspection was performed and failed due to a damaged battery. Confirmation of the complaint was undetermined. The probable cause could not be determined.